Event description:
It was reported that a temperature alarm occurred with the insulin pump. There was no adverse impact to the customer¿s blood glucose level, with levels not exceeding 500 mg/dl. The customer was unable to clear the alarm and resume insulin delivery, leading to the decision to replace the pump. The customer will use multiple daily injections (mdi) as a backup to ensure continuous insulin delivery. Tandem technical support confirmed the shipping address for the replacement pump and instructed the customer on how to put the pump into storage mode and return it with a pre-paid label within a specified period.